Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 02/28/2020. D4: batch # unk. Additional information received: the pph03 device you received for evaluation is related to (B)(4) and not to (B)(4). No device is available for (B)(4). Further info is not available. H11. Corrected data: d4. Lot/batch. D10. Device available for evaluation? / device returned to manufacturer? H3. Device evaluated by manufacturer? H4. Device manufacture date. H6. Method codes. H6.result codes. H6. Conclusion codes. H10. Additional manufacturer narrative - device evaluation summary (summary sent belongs on another file). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.    A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device and device evaluation summary transferred to correct product complaint and submitted under: MFR report # 3005075853-2020-00722.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: only year (2020) was reported. Batch # t5ax45. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial surgical procedure? What was the grade of hemorrhoids? Was the patient in prone jackknife or lithotomy position for the procedure? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Were there any issues experienced with the device at all in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Was the staple line visually examined in the initial surgical procedure? Were any staple formation issues identified in the initial surgical procedure? Was the specimen sent to pathology? If so, can the pathology report be provided? How many days postoperative did the patient present? What was the date of the reoperation? Can more information be provided on what was meant by, ¿staple line was opened¿? Were any malformed or unformed staples identified? If so, please describe the shape and location. What is the current status of the patient? Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a pph procedure, the surgeon used the pph03 during the operation and everything went ok. The patient was released and came back because of pain in the operated site. After checkup they found that the staple line was opened; the staples were opened after the patient was discharged. The patient was reoperated.